Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, elevated ketones treated with hospitalization, and an emergency room visit. The customer experienced hyperglycemia treated with a manual injection. The symptoms the customer reported at the time of the hospitalization event were confusion and just didn't feel right. The customer received the blank display, the battery cap contacts missing, and the sensor updating alert. The customer reported a blood glucose value of 660 mg/dl when admitted to the hospital. The event involved product(s) mmt-1884, mmt-7040a, mmt-242a, mmt-332a. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. Troubleshooting was performed for the high blood glucose and the customer has been using the insulin pump system within 48 hours of reported high blood glucose events. Troubleshooting was performed for the sensor updating the customer was advised to replace the sensor as the behavior has been occurring for longer than 3 hours. Troubleshooting was performed for the blank display and insert battery alarm display not on the pump screen. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- customer also received battery cap damage.